Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. It may be possible that the shaft of the armada 14 was inadvertently pulled during removal of the unit from the dispenser coil or other mishandling during preparation causing the outer member to become displaced within the sidearm resulting in a leak. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.50x120mm armada balloon dilatation catheter (bdc) was prepped per instructions for use (IFU). The procedure was to treat a lesion in the peroneal artery. The bdc was advanced to the target lesion and attempted to be inflated; however the balloon would not stay inflated and a hub leak was noted. Therefore the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another same size armada balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.